Event description:
Rep reported that a ventricular drain and transducer was placed in the ICU and everything was fine. Patient went down to operating room and transducer needed to be changed due to blood being in it. Anesthesia tech grabbed edwards life science transducer and hooked up everything including saline pressure bag. The patient has expired and it is unclear if the off label use directly caused or contributed to the patient's condition. Additionally, hospital is not claiming a device failure; they wanted to originally see if there were safety features on our product to prevent this from happening.

Event description:
Rep reported that the hospital explained in an unusual situation that they had an anesthesiologist hook up an external drainage system for the customer. The anesthesiologist hooked up the wrong product, which was an a-line transducer. The patient has expired and it is unclear if the off label use directly caused or contributed to the patient condition. More information is expected. It is also unclear as to what product was used. However a two years sales history was conducted and there was one transaction for product code (B)(4). (B)(6) additional information explained that ventric, drain and transducer placed in ICU and everything was fine. Patient went down to or and transducer needed to be changed due to blood being in it. Anaesthesia tech grabbed edwards life science transducer and hooked up everything including saline pressure bag. Facility now looking at the option of transducers designed specific to neuro. No patient info was given. Additionally, hospital is not claiming a device failure, they wanted to originally see if there were safety features on our product to prevent this from happening. The ICU manager says that she explained our product and ventric drains in general. My understanding is the outcome of the meeting is: only neuro clinicians should change product on neuro patients and that they are looking at options for neuro specific transducers. I gave information on icp express also but feel they will most likely switch to fct that is not packaged with a line tubing. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to complaint (B)(4). A follow-up is being generated due to reclassifying the event in the medwatch as death.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. In addition, as stated by the facility they are not claiming a device malfunction. However, if at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device is not available.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system.please refer to complaint (B)(4). A follow-up is being generated due to reclassifying the event in the medwatch as death.